Event description:
Guidant's medical experts adjudicated the outcome of this patient event. It was determined that this patient experienced a stroke. No additional information was available.

Event description:
It was reported that the patient with a past history of right ica occlusion, status post stenting in june 2005, underwent cerebral angiography two months later for left ica stenosis and stent placement. Following the procedure, patient was noted to be combative with increased slurred speech and possible increase in facial droop. No other focal deficits were noted. Post-procedure CT head/brain did not indicate changes from the previous imaging. Assessment at this time is altered mental status likely secondary to contrast reaction. The patient was admitted to the hospital and is likely to remain in-patient for approximately two months.